Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was severely angulated, greater the 60 degrees. It was reported that after the stent graft was implanted there was a proximal type 1 endoleak present. The endoleak was attributed to the angulated aortic neck. An aneurx cuff was implanted below the level of the renal arteries and successfully resolved the endoleak and both renal arteries were patent. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4) inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related; highly angulated neck), unapproved use of device (greater then 60 degrees neck angulation), user error contributed to event (greater then 60 degrees neck angulation), device failure/lack of effectiveness related to patient condition (anatomy related; highly angulated neck).